Manufacturer narrative:
All information reasonably known as of 15aug2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A conmed grounding pad was used. A standard nitinol probe was used and a cable was identified as halyard code pmx-bay-mrf.  It was reported that a patient came in for a recheck after having an rf lumbar procedure and was found to have a necrotic and infected burn that was noticed (B)(6) 2017. It was originally reported that a boston scientific's grounding pad was used during the procedure. Refer to (B)(4) for the cable. Refer to (B)(4) for the probe . No additional information provided.

Manufacturer narrative:
All information reasonably known as of 02oct2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information was received 06-sep-2017 that states this MFR # 3011270181-2017-00004 is a duplicate report of MFR # 3011270181-2017-00003. Please see MFR # 3011270181-2017-00003 for all further reporting on this event. No further information will be provided for 3011270181-2017-00004.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 31jul2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that a patient came in for a recheck after having an rf lumbar procedure and was found to have a necrotic and infected burn that was noticed (B)(6) 2017. The facility uses boston scientific's grounding pad and reported pmg and had several high impedance warnings during the procedure; however, the staff over-rode the warning and continued with the procedure. No additional information was provided at this time.